Event description:
It was reported the pt's charging system was unable to locate the ipg. Adding and decreasing space did not resolve the issue. A replacement charging system was issued to the pt. The MFR has attempted to obtain a status update regarding the next course of action for this pt; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.